Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involves a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The field representative went onsite to evaluate the device and found an issue with the sample probe and cleaned it. Further investigation confirmed the field service representative's actions resolved the issue. No systemic issue was identified with the device during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c702 analyzer. The event involved erroneous results for creatinine plus ver. 2 for two patients. The other patients' age, gender, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.